Event description:
It was reported that coil separate inside the angiographic occurred. A 8mm x 40cm interlock 35 was selected for use. During procedure it was noted that the coil separated while inside the angiographic catheter. The device was removed together with the catheter. The procedure was completed with another of same device. No complications were reported and patient condition was good post procedure.